Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the emergency room with symptomatic anemia. The patient has history of gastrointestinal bleeding and reported dark stools at presentation. The patient was transfused 2 units of packed red blood cells with appropriate hemoglobin rise. The site of blood loss was not identified on upper endoscopy or colonoscopy, but it was presumed to be of a gastrointestinal source. The patient's hemoglobin and hematocrit were stable, but he remained hospitalized. The patient was quite deconditioned and able to ambulate only short distances independently. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between the device and the reported gastrointestinal bleeding event could not be conclusively established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.